Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g6, h2, h3, h4, h6, h11. Corrected fields: b5, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: endoscopic image cannot be displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: output socket is worn out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited error b30 and faulty video connector. The issue was found at reprocessing. There were no reports of patient involvement.

Event description:
It was reported the subject device exhibited error b30 connector. The issue was found at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.